Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. The setscrew marks on the connector pin were too proximal. Visual analysis of the lead indicated apparent explant damage. Concomitant product(s): dtba1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced a gradual impedance rise, threshold rise, and oversensing. The lead had alerted for a high and undefined pacing impedance and was noted to have a high threshold. The lead was partially explanted, capped, and replaced. No patient complications have been reported as a result of this event.